Event description:
The pt experienced several syncopal events in the ER while monitored. The monitor displayed long pauses in her ventricular rate which caused the syncope due to her total device dependence. Generator and ventricular lead were replaced 2-18-97. Generator was analyzed and found to be working properly. The lead had not displayed any signs of impending failure, yet it was intermittently malfunctioning and subjected the pt to a life-threatening situation.